Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro function board and the backplane printed circuit board were reseated and realigned. The system operates as intended.

Event description:
The customer reported the 9800 system monitor was black. No pt injury was reported.